Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that the patient encountered infusion set cannula was kinked within 3 hours of insertion which led to high blood glucose level. The customer addressed the high blood glucose by correction bolus via pump and correction injection via mdi on separate events. The insertion site was at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.